Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the wrong position issue was most likely related to patient condition due to the patient was described as having a markedly hypertrophic heart and a very short aortic arch preventing from device repositioning and the cannula kinked during attempted to repositioning. The cause of the cannula kink was most likely related to patient condition due to the patient was described as having a markedly hypertrophic heart and a very short aortic arch preventing from device repositioning and the cannula kinked during attempted to repositioning.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 48-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. After placement, the care team noted poor waveforms and that the impella appeared to be positioned too deep. The physician attempted to reposition the device, during which the impella cannula became kinked. The patient was described as having a markedly hypertrophic heart and a very short aortic arch, estimated to be less than one inch before the arch. The device was removed and another impella cp was successfully placed. The reported events are device in wrong position, product damage, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information was provided in e1 (initial reporter title), d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4 primary UDI number has been updated.